Event description:
Boston scientific received information that during a non-device related surgical procedure, a magnet was not applied over the device area. The device oversensed the electrocautery and provided therapy. Additionally, pacing inhibition was observed on three instances, range from approximately 2 seconds to 2.2 seconds. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.